Event description:
It was reported that it was too difficult to attach the disposable hand pieces to the motor drive unit. There was no case involvement and no adverse pt consequences.

Manufacturer narrative:
Damage to drive connector/coupling - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.